Event description:
It was reported that prior to a port placement procedure, the catheter allegedly ruptured. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2024).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one groshong catheter segment was returned for evaluation. Gross, microscopic visual, tactile evaluation and functional testing were performed. The investigation is confirmed for the reported catheter fracture issue as parallel splits were noted on the catheter approximately 5.0cm from the proximal end of the catheter segment. Under microscopic observation, the edges of the complete circumferential break on the proximal end were noted to be uneven and the surface was noted to be granular and glossy. Upon infusion, a leak from the parallel splits were observed. Furthermore, a manufacturing review was performed and the cause of the issue was confirmed as a manufacturing related. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2024), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the catheter was allegedly ruptured. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one groshong catheter segment was returned for evaluation. Gross, microscopic visual, tactile evaluation and functional testing were performed. Manufacturing review on the returned component was also performed. The investigation is unconfirmed for the reported catheter fracture issue and confirmed for material hole issue as parallel splits were noted on the catheter approximately 5.0cm from the proximal end of the catheter segment. Upon infusion, a leak from the parallel splits were observed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the catheter was allegedly ruptured. The procedure was completed using another device. There was no patient contact.